Event description:
During a procedure, the picture screen went blank and unit ceased to function. The case had to be abandoned. No further information is available at this time.

Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).

Manufacturer narrative:
Device evaluation: complaint of blank screen was confirmed. Cause of live video failure is the seating of the video output. All video outputs were restored after the video output pcb was reseated onto the video input pcb and unit passed functional testing. Over time, this unit has developed bad connections between the two main circuit board assemblies. The problem was corrected by separating and reconnecting the two assemblies. This unit was originally built in 2007 and was sent to this customer as a service exchange on 6/30/2014. Unit should be repaired or replaced under the 90 day service exchange warranty. (B)(4).